Event description:
The patient reported that following dbs system placement; symptoms of tremor were adequately controlled, but the patient's ability to walk suddenly deteriorated. The representative re-directed the patient to report symptoms to her physician and to follow-up with the hcp regarding the patient therapy controller. Additional information has been requested. A follow-up report will be sent if additional information is received.